Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not functioning. No further details provided. There was no patient involvement.

Manufacturer narrative:
This device was not serviced by a philips employee and the customer has declined to provide philips any further information.